Manufacturer narrative:
(B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study named "randomized study of 4 bearing surface combinations in total hip replacement" was reviewed. Pain, metallosis, stem and cup loosening, stem subsidence, stem implant fracture, and femur fracture. Doi: (B)(6) 2006, dor: (B)(6) 2016, unknown hip.